Event description:
The customer states axsym troponin-I adv reagent pack cap is no longer attached to the lid on reagent lot# 49238m200. The customer states the reagent pak caused a probe crash to occur. There was no impact to pt mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.